Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 matrix drawer would not open and was completely off the bus during diagnostics. A field service engineer (fse) removed the rear cover and found two intravenous bags stuck in the rear of the device, one had ruptured and leaked onto the control boards for drawers 5, 6, and 7. The fse replaced the damaged control board, reconfigured the drawer, and recovered the space. Then, the fse inspected the device after a liquid spill, cleaned the rear area, reseated all cables, tested all drawers, and confirmed normal operation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a failed storage space and a 'device not detected on bus' error occurred in the matrix drawer. There was no indication that this event occurred while dispensing medication to the patient, and there was no report of an adverse event, harm, or delay. However, upon investigation of the device, a field service engineer found that the intravenous bags stuck at the rear of the station, the bag was punctured and leaked fluid onto the control boards for drawers 5, 6, and 7. Therefore, this case has been deemed reportable due to a liquid spill.